Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked from an unspecified location. It was further described as "leakage from under the left side of the front door of kaguya cycler, that is, around the place where cassette was set and the hinge part between front door and cycler base and the back side of carriage was a little bit wet." This was observed during dwell two of four of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient to end the therapy session. Rts advised the patient to inform their physician regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.